Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident could not be completed. The aorto-duodenal fistula, sac growth, open repair and death complaints are unconfirmed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The causation of the patient death could not be determined due to inconclusive information. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately twenty (20) months ((B)(6) 2020) post initial procedure, the aneurysm diameter was found to have increased to 78mm after serious anemia was confirmed. Upon examination it was determined there was gastrointestinal bleeding resulting from a fistula between the duodenum and the aaa which required an urgent open abdominal surgery. An additional gastrointestinal surgery was performed. After this procedure, the patient did not show signs of infection or enlargement of the sutured part of the aaa; however, eight (8) months ((B)(6) 2021) after this surgery, the patient expired due to multi-organ failure. Exact date of death is unknown, therefore, best estimated date was selected. Note: this patient has another reported event for a type 1a endoleak, a type 2 endoleak (non-device related) and aaa enlargement that was reported under 20031527-2021-00484.